Event description:
A nurse reported that during a vitrectomy procedure, the system suddenly lost pressure and a pt's eye collapsed during fluid/air exchange. The pressure was increased and after about one minute, the eye stabilized. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep reviewed the system's event log and did not find any system message related to the reported event. Preventive maintenance was performed. The system was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to the reported event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaint for the last 24 months did indicate three similar reports for this system. The root cause is unk. (B)(4).